Manufacturer narrative:
The pump powered up properly after the battery installation. The pump was received with operating currents within specification and no failed battery tests were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime during the prime due to a faulty force sensor resistor. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.